Manufacturer narrative:
(B)(4). Concomitant medical products - tibial block and screws precoat size 5 10 mm thickness catalog #: 00598800527 lot #: 60861587, femoral component option for cemented use only size f left catalog #: 00588001601 lot #: 60960291, femoral augment block distal only precoat size f 15 mm augment with screw catalog #: 00599003623 lot #: 60847851, stem extension straight 20mm dia x 100mm length(combined length 145mm) catalog #: 00598801020 lot #: 60527615, stem extension straight 17mm dia x 100mm length(combined length 145mm) catalog #: 00598802017 lot #: 61113449, palacos r 1x40 single catalog #: 00111214001 lot #: 67634195, palacos r 1x40 single catalog #: 00111214001 lot #: 67144194, cement restrictor catalog #: 0100-308 lot #: c4097. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure six years after initial left knee arthroplasty due to pain, swelling, loss of range of motion and metallosis. Attempts have been made and no further information has been provided.